Event description:
It was reported that this right ventricular (rv) lead was fractured and showed high, out of range pacing impedances, therefore a lead safety switch (lss) was triggered. The patient felt dizziness. The left ventricular lead had been programmed subthreshold; therefore, the outputs were increased. Some days afterwards a leadless non bsc device was implanted but the system with rv and lv leads remained implanted and reprogrammed as a backup to the micra. No additional adverse patient effects were reported.